Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01181. This report is being submitted as additional information. Approximate age of device- 1 year, 10 months (calculated from date of manufacture). Manufacturer's investigation conclusion: the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log file provided by the customer. The associated voltage levels indicated that mpu power was lost during this time. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was powered by the external backup battery during the event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that it was unknown what cause the disruption in power to the mobile power unit. Log file analysis completed by the manufacturer¿s technical services representative revealed five events of no external power. The last alarm occurred on (B)(6) 2018 at 10:29 and there were no additional alarms through the duration of the log file which ended on (B)(6) 2018. Additional information was requested, but was not provided.